Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.

Event description:
A patient underwent a convergent procedure with left atrial appendage management. When advancing the csk-6131 cannula into the sub-xiphoid space, an injury was made to the inferior vena cava. The procedure was converted to a sternotomy and the injury was repaired with bovine patch. The concomitant procedure was performed but not completed as only the left side lesions were completed. The patient was stable and transferred to ICU post-operatively. There was no reported device malfunction, and the adverse event was the result of a procedural complication.